Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a total of 350 packages were received by bd (B)(4) and confirmed were to be from batch # 6001842 (p/n 305916). This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. The investigation concluded: confirmed: bd was able to confirm the customer¿s indicated failure. Quality has previously reviewed, evaluated and investigated this failure mode. Refer to situational analysis (B)(4) and CAPA #(B)(4). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that needle length on 1¿ bd safetyglide¿ needles were found to be with an incorrect needle length of 5/8¿. There was no report of injury or medical intervention.